Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates and glucose tablets. Reportedly, customer was in contact with their healthcare provider to adjust settings to better meet their needs.